Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 699 mg/dl); cause was not known. Ketones were moderate to large. Infusion set was changed frequently. Infusion tubing/sites were not compromised. Basal rate was increased, bolus via pump and insulin injections were administered. As the event occurred in the past, a cause could not be determined. Recommendation was made by tandem technical support for customer to discuss event with a healthcare provider.